Event description:
The hospital reported that during the preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. The seals just would not fold/bend. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Investigation results: as received, the non-folded seal was visible and positioned proximal to the window inside the loader assembly. Other observation tension spring was not properly positioned inside the loader. The reported complaint that the seal did not load properly is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.